Manufacturer narrative:
Concomitant continued: addr01 ipg implanted: (B)(6) 2013.

Event description:
It was reported that there was rising and high impedance, rising and high thresholds on the right ventricular (rv) lead. The device was reprogrammed and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.